Event description:
It was reported that the external pulse generator (epg) displayed an error code. The biomedical engineer could not duplicate the error unless pressing the pause key during the self-test. Technical support (ts) explained the error, how to clear it, and test for it. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).